Event description:
A customer contacted beckman coulter inc. (Bci) stating that cx total protein (tp) reagent bottles were received broken and leaking. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.